Event description:
It was reported the patient was scheduled for an implant revision on (B)(6) 2014. It was stated the implant was below their belt line and it rested against their hip bone which caused irritation. It was stated the implantable neurostimulator (ins) would poke through the skin and it would tilt and move around. It was further reported the patient underwent a revision on (B)(6) 2014. It was noted the patient still had the same unit and no battery was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. Physician (B)(4).